Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5 describe event or problem - correction d4 model no - correction d4 UDI - correction g3 date received by mfg - additional information g6 type of report - updated/follow-up h2 type of follow up - additional information/correction h10 corrected data.

Manufacturer narrative:
(B)(4).

Event description:
Detached or missing sensor wire.